Event description:
Healthcare provider reports: protime system inr results higher than expected. On (B)(4) 2010, patient protime inr was 5.8; venous lab result inr 1.94.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint investigation.